Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on approximately 15 patient samples on an advia chemistry 1800 instrument. The discordant results were not reported to the physician(s) due to a laboratory policy that high results are required to be manually verified. The samples were repeated on the same instrument. The repeat results were lower than the discordant results and the customer considered the repeat results normal. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples on an advia chemistry 1800 instrument. The customer indicated that quality controls (qc) and calibrations were acceptable at the time of sample processing. There were no system errors and no issues with reagent nor water quality. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse cleaned all the probes. The cse also cleaned the wash aspirate probes and lines with probe wash 1 and water. The cse verified all alignments and mixing in the instrument. Then, the cse monitored qc, which recovered acceptably. In a subsequent visit, the cse swapped out the sampling and reagent wash pump (srwp) and primed the instrument 10 times. The customer ran qc, replaced ise reference electrode, and repeated calcium and magnesium qc. All qcs were in range except magnesium. The cse was again dispatched to the customer's site. The cse replaced the srwp with new pump and replaced check valve for the srwp. Then, the customer primed and ran qc, which recovered acceptably. Siemens further investigated the issue and determined that the srwp potentially contributed to the falsely elevated co2_c results. The instrument is performing according to specifications. No further evaluation of these devices is required. MDR 2432235-2022-00088 was also filed for this event.